Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred due to the patient moving during delivery of the light adjustable lens+ (lal+, sn (B)(6), +25.0d) . A vitrectomy was performed and the lens was placed in the sulcus.